Manufacturer narrative:
Findings: pump was received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to confirm bolus delivery anomaly or perform the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to damage lcd glass. No frozen screen noted. Pump had cracked battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's nurse called to report issues with the insulin pump. Customer's blood glucose at the time of the incident was 119 mg/dl. Customer's nurse reported that the insulin pump is not working. Customer's nurse also reported that the screen is not working and the system is not delivering properly. Customer's nurse stated that the screen is blacked out and it looks like it exploded inside. Troubleshooting was not completed at the time of the call. Therefore, the root cause of the issue could not be determined. Product is expected to return.